Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was unable to establish a connection with the transmitter in order to be interrogated. The patient presented in clinic for follow up. Upon interrogation, it was revealed that the implantable cardioverter defibrillator reverted to backup vvi mode. The patient noted that he had surgery a few weeks prior. The patient did not indicate the type of surgery. Also, the patient received a vibratory alert on (B)(6) 2020 due to backup vvi mode. Programming changes were successfully made. The patient was stable.